Manufacturer narrative:
For devices without 510(k) numbers: PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample was not returned for evaluation however one photo was evaluated. The picture showed the rubber sleeve did not recover. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6172367. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported during a blood draw with a bd flashback blood collection needles 21g x 1 the non patient end sleeve didn't recover. The nurse wasn't wearing gloves, and leaked blood onto the nurses hand. The nurse cleaned the blood immediately with standard practice. No medical interventions.